Event description:
Event description cpi received information that this large patch lead was removed from service due to high impedance measurement. During the device based testing, a warning of an open condition on the lead was noted. The implantable cardiovertor defibrillator (ICD) was explanted.